Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hosp comparison test resulted with the surestep meter reading 40 mg/dl and the nurse's meter reading 69 mg/dl. No control solution testing was reported. The rptr had symptoms of being dizzy, but felt better after eating breakfast.